Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of the design history file, review of field data, and a review of labeling. No adverse trend, non-conformances, potential non-conformances, or deviations were identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within expected limits. Accurate and reproducible results are dependent upon properly functioning instruments and reagents, storage of product as directed, and good laboratory technique. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result on the architect c16000 analyzer. The following data was provided: sid l322063328 initial 2.93 mmol/l, repeat 0.80 mmol/l there was no impact to patient management reported.